Manufacturer narrative:
Product event summary #s7 unable to ping pacs. Other relevant device(s) are: analysis found: network configuration, firewall setting, or proxy setting incorrect. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside the procedure. There was no patient present. It was reported that the clinical specialist (cs) called in and said that they were setting up dicom q/r, but the system was unable to ping pacs. Technical specialist (ts) recommended confirming that the wall port was functional.